Event description:
It was reported that the mayfield composite series skull clamp (a3059) lacerated patient in two areas when applied. No surgical delay has been reported. Additional information has been requested.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - - evaluation found no device deficiencies that would have contributed to the reported complaint. Unit received had a slight movement in the rocker arm assembly. However, when the unit is properly positioned and put under pressure, it would not have slipped. The disk ratchet and keeper were replaced due to wear, general cleaning and maintenance performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs was unable to duplicate slippage. The clamp and ratchet extension passed all specific functional testing. Further investigation by quality engineering confirms the findings of the service and repair evaluation, no additional device deficiencies noted. Probable root cause is improper or sub-optimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.